Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: during investigation, the keypad cover was torn. All keypad buttons were unresponsive. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find the keypad flex connector not fully closed. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. Additionally, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.